Event description:
It was reported that during follow appointment, it was noted that the inflatable penile prosthesis (ipp) pump is not working properly, as the device is not having enough firmness in the cylinders and being points down when fully pumped. It was stated that this is causing pain in the glans on the right side, as well as an unspecified injury to the patient's wife. Additionally, it was noted that the patient had small skin dehiscence but is dry, with no signs of drainage or infection. The device remains implanted.